Event description:
Biomed is reporting the v60 will not activate high flow therapy. V60 has been removed from service. The customer reported that the unit was not in use on patient when reported issue was detected. Customer says this device dumps to standby mode a lot quicker than it should and wants to confirm the flow sensor is the correct part number to order. The remote service engineer (rse) provided the part number for the flow sensor assembly. The customer replaced flow sensor assembly and returned the device to service.

Manufacturer narrative:
H10: the product investigation technician confirmed the reported problem, testing of the returned flow sensor assembly identified the failure was due to a faulty airflow sensor where the component in reference designation u1 drifted out of specification.